Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via company website that she had high blood glucose. Customer's blood glucose was 450 mg/dl. Customer mentioned she could smell insulin and a small piece of plastic fell off the reservoir compartment when the reservoir was removed from the device. Customer was advised the reservoir will be replaced. Customer will not be returning the reservoir for analysis.